Event description:
Sales rep reported that physician stated pt is experiencing failure of a second lead which was implanted 3 months ago. Pain has returned and stimulation is intermittent. Lead remains implanted. Add'l info being sought.